Event description:
Customer's mother called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 289 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to moisture damage on the keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.